Event description:
A copy of voluntary user facility report 2201760000-2008-8006 was received on 5/12/08 from FDA. The user facility report states the following: "event description: burned hole in drape during laser of a ureteral stone. Area of fiber on laser affected was approximately mid way down fiber shaft. Fiber broke into pieces. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No.what was the original intended procedure? Ureteral calculi/rueteroscopy with laser lithrotripsy. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do". Multiple (eight) attempts to obtain additional information relating to the event, as well as return of the reported product for evaluation, have been unsuccessful. Initial reporter stated that she was unable to provide additional information regarding the incident or the reported device and that she had "just reported what she was told." All incident-specific information included in this manufacturer report is taken directly from uf report # 2201760000-2008-8006.

Manufacturer narrative:
Device code 1229, fiberoptic break/separation, labeled. Multiple attempts by manufacturer to obtain additional device and event information, as well as return of product for evaluation, have been unsuccessful. Additional firm reference number: cd080501. H3 other text : device not returned for evaluation.